Event description:
Per fax, manifold valve is stuck, s/n (B)(4).per independent repair center statement, unit is alarming or red light. The failure was the exhaust manifold assembly was stuck. Additional malfunctions were the sieve beds were saturated, exhaust muffler were leaking, the gear clamps were leaking and the tie wraps straps were leaking.